Manufacturer narrative:
Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the logfile analysis we have the following results available: the reported incident date for this event is (B)(6) 2023. However, according to the log files transmitted, the device was not even switched on at this mentioned date. The incident date was on (B)(6) 2023 at around 09:50. The ventilator was switched on (B)(6) 2023 at 01:24:18. The preoperational check was carried out, the patient settings were set and the ventilation mode (s)cmv was selected. At 01:42:16 the patient's ventilation was started. During ventilation there were ventilation mode changes from (s)cmv to apvcmv and to p-cmv. While a patient was being ventilated an incident occurred on (B)(6) 2023 in the period from 09:49:57 to 09:50:13. Due to a technical malfunction of the ventilator, it failed and stopped ventilation. The ventilator indicated "panel connection lost", "power fail" and the technical faults tf 9421 and tf 9907. While this happened, the device gave an audible and visible alarm. Due to the error pattern found in the eventlog, it was suggested to replace the processor board of the ventilation unit (vu esm), as this could be the most probable root cause. On (B)(6) 2023, a service technician checked the ventilator, checked the battery data and the power supply in the service software with test 15 "internal battery/pms". As the service activities progressed, a series of tests were carried out in the ventilation software, the device was repeatedly switched on and off to check whether a "power fail" alarm occurred again, which did not happen. Requests were repeatedly asked as to whether the device involved in the incident had now been checked using the service software, whether the reported problem had now been solved and which hardware component had been replaced. There was no response from the operator and the service technician. We also do not know whether the device was successfully repaired or whether it was taken out of service due to its age (it was over 10 years old at the time of the incident). Despite repeated inquiries, we do not have any more detailed information about the incident. The hospital reported of a patient's death due to unknown causes. The causality between the device malfunction and the patient outcome is still unknown.

Event description:
Hamilton medical ag received the following incident description from our partner: customer called in regards to hamilton g5 sn (B)(6); verbally stated that ventilator was on patient, unit screen went black, unknown if it was ventilating during this time in logs power failure and (B)(6) presented. Sent customer questionaire and questions.

Event description:
Hamilton medical ag received the following incident description from our partner: customer called in regard to hamilton g5 sn (B)(6); verbally stated that ventilator was on patient, unit screen went black, unknown if it was ventilating during this time in logs power failure and 2414, 9421 and 9907 presented. Sent customer questionaire and questions.

Manufacturer narrative:
Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the logfile analysis we have the following results available: the reported incident date for this event is (B)(6) 2023. However, according to the log files transmitted, the device was not even switched-on at this mentioned date. The incident date was on (B)(6)2023 at around 09:50. The ventilator was switched on (B)(6)2023 at 01:24:18. The preoperational check was carried out; the patient settings were set and the ventilation mode (s)cmv was selected. At 01:42:16 the patient's ventilation was started. During ventilation there were ventilation mode changes from (s)cmv to apvcmv and to p-cmv. While a patient was being ventilated an incident occurred on (B)(6)2023 in the period from 09:49:57 to 09:50:13. Due to a technical malfunction of the ventilator, it failed and stopped ventilation. The ventilator indicated "panel connection lost", "power fail" and the technical faults tf 9421 and tf 9907. While this happened, the device gave an audible and visible alarm. Due to the error pattern found in the eventlog, it was suggested to replace the processor board of the ventilation unit (vu esm), as this could be the most probable root cause. On (B)(6) 2023, a service technician checked the ventilator, checked the battery data and the power supply in the service software with test 15 "internal battery/pms". As the service activities progressed, a series of tests were carried out in the ventilation software, the device was repeatedly switched on and off to check whether a "power fail" alarm occurred again, which did not happen. Requests were repeatedly asked as to whether the device involved in the incident had now been checked using the service software, whether the reported problem had now been solved and which hardware component had been replaced. There was no response from the operator and the service technician. We also do not know whether the device was successfully repaired or whether it was taken out of service due to its age (it was over 10 years old at the time of the incident). Despite repeated inquiries, we do not have any more detailed information about the incident. The hospital reported of a patient's death due to unknown causes. The causality between the device malfunction and the patient outcome is still unknown. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Customer stated that patient died due to unknown causes. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from our partner: customer called in regards to hamilton g5 sn (B)(6); verbally stated that ventilator was on patient, unit screen went black, unknown if it was ventilating during this time in logs power failure and (B)(6) presented. Sent customer questionaire and questions.